Event description:
A ventilator was returned to the manufacturer for service due to an allegation of a ventilator service required alarm. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, service required codes were observed in the ventilator's downloaded error log. The device's power management board was replaced to address the issues.